Event description:
As the treating physician attempted to use a halo60 ablation catheter to perform a radiofrequency ablation (rfa) procedure to treat barrett's esophagus in a pt, an error code appeared in the communications window of the haloflex generator. The generator was reset and all cable connections were checked before the treating physician proceeded again, however, the same error code appeared again. The physician tried again using a halo90 catheter but once again received the same error code. The pt was prepped and under anesthesia at the time, therefore, the procedure was aborted. The hospital replaced the output cable of the generator which corrected the problem. The pt was returned 3 hours later and was successfully ablated. No clinical sequelae reported.

Manufacturer narrative:
The analysis of the device is as follows: the generator was not returned, only the output cable. It was found that the output cable had an intermittent open connection between 1 of the 4 output lines. The root cause was found to be an internal connection issue between the wire and the connector pin. The output cable was replaced with a new one. (B)(4).